Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The nc tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat a restenosed eccentric lesion located in the distal left circumflex (lcx) artery with moderate tortuosity and mild calcification that was 90% stenosed. Resistance was felt during advancement of the 2.50 x 15 mm nc tenku rx balloon dilatation catheter (bdc) through the lesion; however, it was able to cross successfully. The balloon ruptured during the first inflation at 6 atmospheres. A non-abbott replacement balloon dilatation catheter was used to further dilate the lesion and a drug coated balloon (dcb) was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.